Event description:
It was reported that the patient underwent an initial reverse comprehensive shoulder arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to the post having fractured off the humeral tray. The baseplate and bearing were removed and replaced.

Event description:
T was reported that the patient underwent an initial reverse total shoulder arthroplasty on an unknown date. Subsequently, it is recommended patient undergo a revision due to the post having fractured off the humeral tray. No further information has been provided to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent an initial reverse comprehensive shoulder arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to tight humeral prosthesis and the post having fractured off the humeral tray. The baseplate and bearing were removed and replaced. Additional information received in operative report noted that the stem and glenoid component were well-fixed. During the procedure, the humeral tray, bearing and stem were removed and replaced. Upon removal of the tray, a portion of the stem remained. The piece was removed from the patient with vice grips.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due a traumatic incident causing excessive force applied to the taper connection.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, correct part/lot information and the initial and revision dates, which were unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a shoulder revision procedure approximately 22 months post-implantation due to tight humeral prosthesis and the post having fractured off the humeral tray. During the procedure, the humeral tray, bearing and stem were removed and replaced. Upon removal of the tray, a portion of the stem remained. The piece was removed from the patient with vice grips. It was reported by the patient's legal counsel that patient underwent a right shoulder revision procedure approximately 22 months post-implantation due to a fractured tray and tight humeral prosthesis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.